Event description:
It was reported that during use, the pump's purge failure alarms activated. They changed trigger modes, but the alarms persisted. The pt was transferred to another pump, and there were no pt complications.